Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side disintegrated" and implant exchange. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: underweight, broken shell and device appearance (observed 40 mm dark patch edge material inside gel device), black particles in the gel/shell and crease flat. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior side assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "right side disintegrated" and implant exchange, device has been explanted.

Event description:
Healthcare professional reported "right side disintegrated" and implant exchange, device has been explanted. Rupture is considered device related.